Event description:
Attorney reported that patient was originally implanted 3 years ago with competitive hardware. Hardware reportedly loosened, disengaged or failed and patient was revised three months later. At 10 months post revision, hardware loosened again and patient was revised to pangea. Reportedly, the pangea has also loosened, disengaged or failed at 4 months post implant and patient was revised again.

Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a part number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.